Event description:
Same case as MDR ID#2134265-2012-06550. (B)(4). It was reported that post a pci (percutaneous coronary intervention) the patient died. In (B)(6) 2011, the patient presented due to stable angina (ccs class ii) and was referred for cardiac catheterization. The first lesion was located in the proximal lcx (left circumflex artery). It was with 80% stenosis, 10 mm long with a reference vessel diameter of 3.5 mm. Direct stenting was performed using a 3.5 mm x 12 mm taxus element stent. Following post dilatation, residual stenosis was 0%. The second lesion was located in the distal lcx and described with 80% stenosis, 10 mm long with a reference vessel diameter of 3 mm. A 3.00 mm x 12 mm taxus element stent was implanted. Following post dilatation, residual stenosis was 0%. The patient was discharged on the same day on aspirin and clopidogrel. In (B)(6) 2012, the patient died. The cause of the death is unknown.

Event description:
Correction: (B)(6) 2012 was initially reported as date of the death and correct death date should be (B)(6) 2012.

Event description:
Correction: distal lcx was initially reported as target lesion site 2 and correct lesion site should be proximal lcx.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Describe event or problem corrected. (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).